Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient received inappropriate hv shock for suspected supraventricular tachycardia. Following shock, noise was detected as vf and the patient received multiple shocks. Noise was not reproducible in clinic. Upon reviewing the session records, lead damage and lead-to-lead contact between the new lead and old abandoned lead was suspected. Lead replacement was recommended. Physician does not believe that the lead is damaged, as the noise was only evident after shock. Physician decided to monitor the patient through merlin.net transmission. Patient was stable. Details of the abandoned lead were not available.